Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screen was unresponsive and not functional. Reportedly, the screen would not illuminate and the green led light would illuminate around the wake button. The customer's blood glucose level was 150 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.